Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls were within acceptable range. A siemens headquarters support center (hsc) specialist reviewed the event and instrument data and did not suspect reagent or instrument issues, since no other samples were affected. The instrument data showed that the test result in question was processed of the same flex and well set as the correct results. No process or instrument errors were reported. Service method testing (smt) was performed and all results were within specifications. The hsc specialist concluded that this was an isolated event with the potential cause being sample specific issues such as sample handling and sample integrity. The presence of cellular debris, gel globules or other sample artifacts can impact sampling accuracy and result in intermittent result recovery issues. The customer continued to run samples on the instrument with no further issues. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate dimension vista instrument, resulting higher. The repeat result obtained on the original dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence(s) due to the discordant, falsely low co2 result.